Manufacturer narrative:
An event regarding abnormal ion levels involving an unknown metal head was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the item was not returned. Clinician review: not performed because no medical records or x-rays were made available for evaluation. Product history review: a review of the product history records could not be performed as the device was not properly identified. Complaint history review: a complaint history review could not be performed as the device was not properly identified. Conclusions: it was reported that the patient had excessive levels of chromium and cobalt in his blood. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue. The event could not be confirmed, nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as medical documentation and returned devices are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2010 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2010 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. Update as per the op report, "the head was disassociated from the trunnion and the trunnion was grossly deformed."

Manufacturer narrative:
An event regarding disassociation & abnormal ion level involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the item was not returned. Clinician review: the available medical records were provided to the consulting clinician for a review which was rejected stating' " cannot confirm event, need additional information; primary operative reports, clinical and past medical history, serial dated x-rays and examination of explanted components." Product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: it was reported that the patient had excessive levels of chromium and cobalt in his blood. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue. The available medical records were provided to the consulting clinician for a review which was deemed insufficient to confirm the event. The subject device has been identified to be within scope of an nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of said nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
Additional information: update to patient information, lot number received, and catalog number received. An event regarding abnormal ion levels involving a metal head was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as the item was not returned. -clinician review: the available medical records were provided to the consulting clinician for a review which was rejected stating' " cannot confirm event, need additional information; primary operative reports, clinical and past medical history, serial dated x-rays and examination of explanted components." -product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: it was reported that the patient had excessive levels of chromium and cobalt in his blood. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue. The available medical records were provided to the consulting clinician for a review which was deemed insufficient to confirm the event. The event could not be confirmed, nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as medical documentation and returned devices are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2010 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.